Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced infection tenderness, swelling, and hematoma at 3 months requiring surgical intervention.